Event description:
It was reported a few hours after implant that the patient's right atrial (ra) lead had dislodged as evidenced by high pacing thresholds. The lead was repositioned and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.